Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the uh1-58-26 above was explanted during an I and d of the right hip and replaced with a uh1-58-26, lot 98077201. All of the other above implants remained. They were originally implanted on (B) (6) 2008 in a hemiarthroplasty for vascular necrosis."